Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra fine¿ pen needle broke with the needle breaking from the pen needle when removing the shield.

Manufacturer narrative:
Investigation summary: customer returned (1) 4mm, 32g bd pen needle without the tear drop label. Customer reported when he/she removed the shield from pen needle, the needle broke off. The returned pen needle was examined and it exhibited a bent patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a bd ultra fine¿ pen needle broke with the needle breaking from the pen needle when removing the shield.